Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the xenon lightsource (00mlx) has a burning scent. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record review: DHR shows no abnormalities related to the reported issue. The returned 0mlx light source was in used condition, passing inspection and testing. The issue of burning smell could not be duplicated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.